Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 697 mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer was assisted with self test and it was completed. It was also reported that insulin leaked into the reservoir compartment and it was not known how it occurred. Troubleshooting could not be done on reservoir and nurse threw away the reservoir. The customer was wearing the insulin pump during the hospitalization but it was removed and customer was treated with insulin via IV. The insulin pump will not be returned for analysis.